Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 588 mg/dl with moderate ketones associated with a leaking cartridge. It was reported that the patient remained hospitalized at the time of the call and received unspecified treatment. It was reported that the user thought they heard the cartridge crack while attaching their tubing, but continued to use the cartridge anyway. Reportedly, a few hours later, their bg was over 500 mg/dl and there was insulin observed in the cartridge compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the cartridge leaking.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.